Event description:
Clip applier broke during procedure. No serious pt injury. The surgery was delayed for an unk (non-reported) amount of time. Additional x-ray performed to confirm no retained pieces.

Manufacturer narrative:
Manufacturing site eval: eval ongoing.